Manufacturer narrative:
The device was not returned and there was not lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that an arteriotomy procedure was attempted in 2007, the deployment failed and the procedure was not done at that time. The patient was brought back for a second arteriotomy procedure which was done at a different access site fourteen days later, . During this procedure, part of the foot from the first procedure was found in the patient. On the same day , the patient was having an endarterectomy and piece of the proglide foot was removed. No additional information available.